Manufacturer narrative:
(B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via (B)(6) (dir (B)(4)) that a female patient who underwent breast augmentation with mentor saline implants on unknown date has been ill since 2005. The patient reports she was diagnosed with seronegative rheumatoid arthritis in 2008 and 2014 was told it was more likely psoriatic arthritis, but the treatment would be the same. The patient reported that she is usually fit and healthy, and realized the breast implants were causing her illness. The patient reports that she has been riddled with joint pain, inflammation, lack of energy, weight gain, lack of motivation brain fog, and blurred vision. Other symptoms she's experiencing is skin lesions that seem to just appear occasionally, hives, dry skin and brittle nails. The patient reported that she was unable to work and it resulted in loss of her home and business. The patient reported she visited doctors, specialists, acupuncture, podiatrists, naturopaths, massage therapists and herbalists. She was prescribed methotrexate, plaquenil and steroids despite diagnosis being "seronegative". The patient took the medications until 2012. She felt she was getting worse. She would take the medication and then for a week, she would develop flu like symptoms. The patient also invested in alternative therapies, vitamins, supplements and such likes in order to find a remedy for her lack of will to live. The patient reported that she is a full time employee now and has to drag herself out of bed every day. The patient feels like she is "a car that is driving without petrol". The patient reports that she wasn't a functioning mother for such a long time. The patient felt she wasn't adequately educated by her surgeon in regards to her implants and did not know that the saline implants were encased in silicone. The patient was told that she would never have to worry about them, that they were completely safe, and that they would last for life. She was told that the safest, if ever there was a concern, would be saline. The patient reported she was never told that she needs imaging to check the implants. The patient underwent explantation of the devices on (B)(6) 2017. It is unclear whether the devices were deflated upon explant. The root cause of the patient's symptoms are unclear. This medwatch form is for the left breast prosthesis.